Manufacturer narrative:
Ftr# (B)(4). Patient identifier not provided. UDI not provided. Phone number: (B)(6).

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the surgeon was dissecting the space and achieved the dissection. The surgeon deflated the balloon and went to pull it out of the port to discover that the dissection balloon and the sheath that holds it in place had completely come off the trocar. He deflated, pulled out the trocar, and there was no balloon or sheath on the end. He had to insert the structural balloon trocar, go into the pre-peritoneal space and retrieve the balloon and the sheath.